Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rotatable clip fixing device exhibited brown marks on the sterilized paper of the sterilized pack. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. Based on the results of the investigation, the root cause could not be determined. However, it is likely that the liquid used for cleaning (cleaning fluid or lubricant) adhered to the surface of the package and then dried up in the autoclave, leading to the stain on the sterilized pack. The event can be prevented by following the instructions for use which state: "after ultrasonic cleaning, rinse the instrument thoroughly to remove residual detergent. Residual detergent solution could cause tissue irritation in the next patient. 1. Rinse the instrument under clean running potable water. 2. Confirm that no debris is left on the surfaces of the instrument. 3. Wipe the exterior of the instrument with a clean, dry lint-free cloth. Lubrication 1. Immerse the insertion portion in the lubricant for 2 ¿ 3 seconds. 2. Remove the instrument from the lubricant. 3. Move the slider back and forth two or three times to retract the hook into and extend it from coil sheath. 4. Wipe the exterior of the instrument with a clean, dry lint-free cloth." Olympus will continue to monitor field performance for this device.